Event description:
It was reported that the customer had high blood glucose levels of 154 mg/dl. The customer reported a blank display on the insulin pump. The customer reported using new batteries on the insulin pump. Troubleshooting was done. The customer was advised to inspect the battery compartment, contacts and spring for corrosion or damage. It was reported that neither the battery compartment, nor contacts nor spring were damaged or corroded. The customer was advised to insert a new battery on the insulin pump. The customer was advised to clean the battery contact of the insulin pump. The customer reported that the display returned. The customer also reported being unable to get out of prime when the screen went blank. The customer was assisted in clearing the alarm from the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.